Event description:
An issue was reported by customer concerning an expired pump warranty and the inability to repair or replace the pump, as it is over five years old and beyond its reasonable useful lifetime. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting and no additional actions or outcomes were documented.